Event description:
The manufacturer was notified that one leaflet of a size 21 reduced aortic cphv was fractured during implantation. This occurred after the valve was sutured in place. The surgeon reported that while he was rotating the valve, one leaflet broke "into pieces without making any effort."

Manufacturer narrative:
A device evaluation has begun, but is not yet completed.